Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right lobe of the hepatic artery using a pod coil and a non-penumbra microcatheter. During the procedure, the physician reported that a pod coil became stuck inside the microcatheter and could not be advanced or retracted. The physician then found that the pod coil had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed from the patient. The physician completed the procedure by entering from another direction and placing an amplatzer device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil unintentionally detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly and the distal detachment tip (ddt) was fractured off the distal tip of the pusher assembly. If the device is forcefully retracted against resistance, damage such as this may occur. The distal detachment tip fracturing off the distal tip of the pusher assembly contributed to the embolization coil detaching within the non-penumbra microcatheter. The ovalizations on the non-penumbra sheath may have caused resistance during the procedure. Further evaluation revealed that the pusher assembly was kinked. These kinks were likely incidental to the reported issue and may have occurred due to packaging of the device for return to penumbra. Evaluation also revealed ovalizations on the pusher assembly. The root cause of the ovalizations could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.